Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the safety could not removed before firing, but it was removed with force. The device was fired where the indicator showed within 1/3 green scale. The same device was used as is to complete the case. On the same day after the operation, leak was confirmed. The patient had in a state of shock a few days after leak. The reoperation was performed on (B)(6). After about 1mm hole was confirmed and the target tissue was cut, reanastomosis was performed with cdh. Damage depending on a drain (medicon) was identified as the cause of leak. There were no other adverse consequences to the patient.